Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but none has been received the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that at the end of an eye surgery when adjusted the infusion to 25mmhg the intraocular lens ( iol) got pushed into the capsular sac. It was informed that in order to resolve the issue the surgeon attempted to regulate the intraocular pressure with other techniques. A product sample has been requested for evaluation. It was unknown if there was patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Evaluation summary: transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. However, the fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
Additional information was provided by the implanting physician. Bimanual aspiration was used. The intraocular pressure (iop) control was not working. The iop was noticed to be increased through palpitation thought it was set at 20 mm hg. The iol was pushed forward. Stationary treatment was planned. The reporter considers that the device caused or contributed to the event.

Event description:
Additional information has been provided by the customer. The postoperative course has been as expected. Pars plana vitrectomy and membrane peeling were also performed.